Event description:
It was reported that the patient presented to the clinic experiencing pre-syncopal episodes. The atrial lead exhibited an insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received final analysis found that the lead was returned in two pieces. The proximal insulation was abraded as a result of friction with another implantable device.